Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter, product ID 8590-1, lot# n245870, serial#, implanted: 2011 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that after the two epidural blood patches, they went in to repair what they suspected was a dura tear, but found a leak in the catheter instead. There was a tear in catheter just before it entered the medial aspect of the pocket. This was noted to possible be related to the implant procedure. The catheter was repaired on (B)(6) 2011. Reportedly now there were no signs or symptoms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a post-dura puncture headache. The patient experienced headaches, nausea, and vomiting. It was noted the event was related to the implant procedure. Epidural blood patches were performed on (B)(6) and (B)(6) 2012. A dura repair was completed on (B)(6) 2012. The patient resolved without sequelae on (B)(6) 2012. The device system was used to deliver dilaudid, clonidine, and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).